Event description:
Customer reported the display on her freestyle flash meter had missing segments and because of this she was unable to check her blood glucose. She also reported experiencing vertigo and having a seizure. Customer self-treated by taking metformin and drinking juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. It should be noted: the test strips the customer was attempting to use are expired.